Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level ranged from 306-307 mg/dl. Tandem technical support (cts) could not troubleshoot because customer changed the cartridge and infusion set and resumed insulin delivery prior to calling cts. Cause of the occlusion was unknown. There were no issues identified with the cartridge or infusion set.